Event description:
The customer reported that the ortho provue analyzer had left droplets of red fluid (red cells) on top of the foil of the mts anti-igg gel cards and mts monoclonal a/b/d and reverse grouping gel cards.